Manufacturer narrative:
Product complaint # (B)(4). Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of this instrument broke as the surgeon was trying to grab and remove a piece of bone. Various pliers, wrenches and cutting discs were used to grab onto the screw and try to unscrew it. The procedure took 20-30min to remove the screw. Item 2929-54-602: the tip of this instrument broke as the surgeon was trying to grab and remove a piece of bone. Items 2997-04-152 x 2: this one part of a 3-part screw driver assembly. For some reason, the screwdriver would disassemble by itself when a screw was loaded and tightened. I tried different parts from another set and it was determined that these were the defective parts. Item 279712400: the tip of this screwdriver broke and got stuck inside the screw head. It was a large screw and the bone was very hard. The screw was partially in the bone when the driver broke. The screw was eventually removed using various methods and tools. Surgery got delayed by at least 20-30 min. No impact on patient. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). Unknown shaft (part# unknown, lot# unknown, quantity unknown). Unknown sleeve (part# unknown, lot# unknown, quantity unknown). This complaint involves four (4) devices. This report is for one (1) verse poly driver, handle. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 h3, h6: a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu128666 was released in a single batch. Batch1: lot qty of (B)(4) units were released on may 2, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse poly driver, handle (p/n: 299704152, lot #: pu128666) was returned and received at us customer quality (cq). Upon visual inspection, the dowel pin was missing from the device, which could have caused the reported condition. No other issues were identified with the returned device. Functional test: the functional test was not performed as the device was returned by itself, without the mating device driver body. Can the complaint be replicated with the returned device? Unable to perform as the mating device was not returned. Dimensional inspection: there is conclusive evidence that the returned device was missing a component, so the dimensional inspection will not be performed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the devices received were missing a component. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the verse poly driver, handle (p/n: 299704152, lot #: pu128666) as the device was missing a component, which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.